Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the s2 valve was damaged causing steam to leak into the chamber. This unit was installed in 2003 making it approximately 17 years old. The century sterilizer operator manual states (1-1) "warning - burn hazard: steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a steam burn upon opening the door to their century sterilizer. The user facility did not disclose if medical treatment was administered.